Manufacturer narrative:
The reported field event of charge timeout was confirmed. Review of device data showed the device had a charge time out during a capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly associated with the abbott ellipse vr/dr implantable cardioverter defibrillator field action in august 2014.

Event description:
Additional information received indicated the device experienced another charge timeout. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
During an in clinic follow-up, a charge timeout was observed on the device. Abbott technical support was contacted and a capacitor maintenance was performed to resolve the event. The patient was in stable condition and will continue to be monitored.